Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician was attempting to stent the diagonal vessel with a taxus express2 2.50 x 16 mm drug eluting stent, but the stent delivery sys (sds) was unable to cross the lesion. As the physician was withdrawing the sds through the guide catheter, there was resistance felt and the physician was "forced" to remove the entire sys out of the pt. While he was removing both devices out of the body, the stent dislodged from the stent delivery system and remained on the wire. The physician removed the stent by snaring it, and there were no add'l pt complications. Pt status after procedure is good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.